Event description:
The dentist reported the locator abutment fractured.

Manufacturer narrative:
Visual inspection confirmed that the device had fractured near the first thread. In addition, the locator shows signs of severe wear and heavy use. The remainder of the threaded portion was found to be in specification with no material defect noted. No lot number was provided for the abutment screw; therefore, device history record and complaint history reviews could not be completed. No definitive root cause could be determined. (B)(4).